Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Updated fields: d8, h3, h6, h11 based on the results of the investigation, it is likely the following led to the malfunction: no problem detected should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope presented an error code e226. The issue was found during a diagnostic colonoscopy procedure that was completed with the same device. There were no reports of patient harm.